Event description:
It was reported that the user received two occlusion alerts on an ilet system, did not address them for several hours, and contacted customer care, where troubleshooting and education on occlusion alerts were provided and supplies were changed. Symptoms included hyperglycemia peaking at 365 mg/dl. Outcomes included guidance to allow time for glucose correction and counseling that eating before stabilization could prolong regulation. Investigation included remote troubleshooting and user education on alert recognition and proper supply change procedures. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set or cartridge, with resolution after supply change and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with delayed response to occlusion alerts.